Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a heel tendon procedure on (B)(6) 2018 and suture was used. When preparing to close skin after knotting heel tendon, the suture broke inside the patient. The surgeon changed a new one, but the suture breakage issue still occurred. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: investigation summary: it was reported that the device had breakage suture issues. There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, a broken suture could be observed. However, no conclusion could be reach as the sample was not returned for evaluation. The manufacturing record could not be conducted, because the batch number of the complaint is unknown.